Event description:
I had cohesive gel breast implants put in on (B)(6) 2008. By (B)(6) 2010, I experienced severe pain to my shoulders. Got ultrasound. Drs think it's my rotator cuff but cannot explain in my neck and joints or why I have such bad inflammation in my whole body. I began getting sicker. Fatigue, blurry vision, heart palpitations so bad I went to hosp last year. My tests say I'm fine but my health getting worse. Pain so bad I can't do anything physical. A lot of pain in my left breast on the left side. I'm reading about breast implant illness and I believe my implants are making me sick. I now have hair loss, memory fog, vision worse, teeth decaying, sweats really bad with metallic smell, numbness in fingers and feet on top of joint pain so extreme, some days I'm bed ridden. Back pain, allergies to food I never had before, digestive problems, stomach pain, dry eyes, rashes around my breasts and back, sides. Bacteria infections. I believe these implants are toxic. Poisoning me. MFR: I don't know, my surgeon would.